Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD), heard an audible alert. It was not possible to determine why the alert triggered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Confirmed:save to disk operated according to specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).